Event description:
Per the clinic, the patient was explanted (B)(6), 2013 due to a wound dehiscence. The device has not been made available for analysis as of the date of this report, (B)(4), 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
This report is filed april 3, 2014.